Event description:
It was reported that the ilet user experienced repeated breakage of 23-inch inset infusion set assemblies during preparation, attributed to pulling back too hard while locking the infusion set before insertion, resulting in six sets snapping. Education on correct locking technique was provided, and a replacement shipment was arranged. No reported symptoms or adverse clinical effects. Outcomes included no alerts, alarms, or medical interventions. Investigation included complaint intake review and user troubleshooting with education on proper infusion set deployment. Investigation of this case revealed user handling error consistent with incorrect deployment of the infusion set or incomplete connector attachment, with the affected component being the infusion set assembly identified by the reported lot number. It was concluded, based on previously established findings for similar reports, that the cause was user technique.